Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to reproduce the reported event. The fsr reported the user verification test, operational verification procedure, and reported device passed all testing.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. At this time, it is unknown whether or not there is any patient involvement associated with the event.